Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2366-70 serial:(B)(6) batch: (B)(6)

Event description:
It was reported that the patient was experiencing undesired and inadequate stimulation. The patient underwent a procedure wherein the leads were repositioned. The patient was doing well with good coverage postoperatively.